Event description:
The caller reported that the battery of the t:slim x2 pump would not charge, despite using the recommended tandem cable and wall adapter. A power source alert was registered, and the pump did not begin charging even after being plugged into a working outlet for 30 minutes. However, the issue was resolved by using a non-tandem wall adapter. The battery charging problem led to a pump shutdown, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support informed the caller that some pump settings would reset upon shutdown and advised to restart cgm sessions manually. A replacement tandem wall adapter was scheduled for shipment, and the caller was advised to monitor the situation further.